Event description:
Medtronic received a report that a pipeline failed to open in the middle section. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left clinoid segment aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 6.7 mm and neck diameter 5.1 mm. Landing zone (artery size): distal 3.31 mm and proximal 4.25 mm. The patient¿s vessel tortuosity was moderate. The surgeon performed a blood flow-guided dense mesh stent implantation to treat the left clinoid segment aneurysm. The stent was anchored near the posterior communicating artery and opened sequentially. The distal end opened well, the stent did not open when deployed to the siphon bend, and could not be opened by continuous deployment, tension increased and decreased, swinging, etc.; the stent was retrieved and raised to the straight segment in the brain, and after opening the distal end of the stent, it was pulled back and anchored at the landing position of the target blood vessel. When the stent was opened at the siphon bend, it still could not be opened. After more than 30 minutes of operation attempts, it still could not be opened after retrieval and deployment. The stent was removed helplessly, and an obvious kink in the middle section was found; ped-400-20 was replaced, and the surgery was successful. Angiographic result post procedure: slowed down blood flow and stent adhered well to the wall. Dapt (dual antiplatelet treatment) was administered (normal pru level). More than 50% of the pipeline had been deployed when it failed to open. Additional steps or other devices required to open the pipeline wire/catheter. The pipeline was removed from patient. The pipeline was resheathed and removed with the microcatheter. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the middle section of the pipeline positioning position was at the siphon bend, there were multiple retrievals, and swinging and deploying caused kink. A phenom catheter was used. The pipeline was placed in a vessel bend when it failed to open, the middle section was at the siphon bend. Various methods were taken to resolve the event such as increasing and decreasing tension, swinging, retrieving and deploying, but the problem could not be solved.